Manufacturer narrative:
Product testing on the customer's returned meter did not confirm the readings complaint. All results were within range and no errors were observed during control solution testing. Memory overwrite was not observed.

Event description:
A customer reported getting an err4 message on their freestyle flash meter and a reading of 112 mg/dl that was higher than the customer felt. The customer reports feeling shaky and not thinking straight and went to the emergency room. At the emergency room the customer was treated with IV glucose and orange juice.